Manufacturer narrative:
(B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the IV needle not fully retracting with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with needle retraction failure. There was no report of injury or medical intervention.